Manufacturer narrative:
No blank display anomalies noted during testing. The device passed displacement test, sleep current measurement, active current measurement and selftest.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s current blood glucose level was 200 mg/dl at time of incident. The customer stated that they changed the battery and it would not work and the display was flashing and white. Customer stated that the display was blank less than 30 seconds. Customer stated that the display was blank currently. It was reported that the pump display did not returned after restarted. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.